Event description:
The customer reported to olympus during preparation for a therapeutic trans urethral resection of bladder (turb) procedure, shifted to spare lamp on the visera elite xenon light source. The procedure was completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered faulty converter, crack on front panel, minor corrosion on the top cover, minor scratch on the rear panel, minor dent on the rear panel and minor rust on rear panel and connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿main lamp does not light, it is shifted to the spare lamp¿ was duplicated. It was presumed that the main lamp did not light up due to the faulty power unit, and it shifted to the spare lamp. The cause of the faulty power unit could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.